Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 35mm navitor titan valve was implanted during a transcatheter aortic valve implantation. On (B)(6) 2023, the patient presented with complaint of 4 syncopal episodes in prior 2 weeks. The patient was admitted to the hospital. On (B)(6) 2023, telemetry showed a 6-8 second ventricular standstill coinciding with pre-syncopal symptoms. A permanent pacemaker was implanted on (B)(6) 2023. On (B)(6) 2023, the patient was discharged.

Manufacturer narrative:
An event of arrhythmia about one year after the navitor titan was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician thought it was unlikely that the arrhythmia was related to the implanted valve. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.